Event description:
Had a reaction to the synvisc without infection/can't rule out the possibility of a crystalline arthritis (e.g., pseudogout) triggered by the injections (left knee) [crystal arthritis (excl gout)] ([injection site joint warmth], [injection site joint pain], [injection site joint swelling], [c-reactive protein increased]). Case narrative: this case is linked to case (B)(4) (2nd injection, multiple devices) and (B)(4) (1st injection, multiple devices). Initial information was received on 14-dec-2020 regarding an unsolicited valid serious case from a physician via health authorities of united states under reference mw5097844. This case involves an unknown age female patient who had a reaction to the synvisc without infection/can't rule out the possibility of a crystalline arthritis (e.g., pseudogout) triggered by the injections (left knee), after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc) in left knee. The patient's past medical history, medical treatment(s), vaccination(s), family history and concomitant medications were not provided. At the time of the event, the patient had ongoing osteoarthritis of the knees and poorly tolerant to non-steroidal anti-inflammatory drugs (nsaids). The patient had x-ray and clinical exam and agreed for a series of synvisc injections for the left knee. On an unknown date in 1999, the patient received series of synvisc (hylan g-f 20, sodium hyaluronate) injection via intra-articular route in left knee for osteoarthritis of the knees (dose, frequency, and lot - unknown). There will be no information available on the batch number of this case. Reportedly, the injection seemed technically satisfactory, with the synvisc injected within the joint space. On an unknown date in 1999, after unknown latency, the patient developed severe left knee pain (injection site joint pain). She was seen on an unknown date in 1999 and there appeared to be mild warmth (injection site joint warmth; latency: unknown) and swelling (injection site joint swelling; latency: unknown). C-reactive protein was 2.9 (normal less than 1.4) (c-reactive protein increased; latency: unknown). The patient had no fever. A diagnostic left knee aspiration was performed, no fluid was obtained (dry tap). She was treated with choline magnesium (mg) salicylate. She was re-examined on an unknown date in 1999, and the knee was significantly better (back towards baseline), without effusion. It was believed that the patient had a reaction to the synvisc without infection (she received no antibiotics), although possibility of a crystalline arthritis (e.g., pseudogout) could not be ruled out which was triggered by the injections (crystal arthropathy). All events were assessed as medically significant. Action taken: not applicable. Corrective treatment: choline magnesium salicylate. The patient outcome is reported as recovering / resolving. A product technical complaint (ptc) was initiated on 14-dec-2020 for synvisc, batch number: unknown; global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformance) process. Sanofi global pharmacovigilance and epidemiology would continuously monitor adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 "product event handling" to determine if a CAPA was required. Final investigation was completed on 04-jan-2021. Additional information was received on 04-jan-2021 from other healthcare professional: ptc results were received and added to the case. Text amended accordingly.